Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter name, email), e2, e3, e4, d5, d9, h3, g2, b5, h6. (Type of investigation, investigation findings, investigation conclusions) the fse replaced the pneumatic interface module (0997-00-1178) and functional test were performed. All functional and safety test were performed and passed. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 06 nov 2025. The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) with a reported unit failure of, failed the manifold test. Please note: the safety disk was not sent back by the service rep. The fat dept. Supplied the safety disk. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pneumatic module to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold tests. The pim passed the all manifold tests. The pim passed testing. Retaining the pim in the fat dept. Per procedure number 0002-07-d008 rev.au. Probable cause of the failure is the safety disk which was not sent back for investigation.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse) the cardiosave intra aortic balloon pump (iabp) pim manifold test and safety leak test failed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) during the semi-annual maintenance found the safety disc leak test and the pneumatic interface module test was failing. Patient was not involved. No harm reported.